Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the device was inflated without problem; however, the balloon did not hold pressure due to a pinhole located in the proximal bond. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacturing process design. The product likely failed to meet specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2018-02464 pertains to the first cre pro wg dilation balloon, manufacturer report# 3005099803-2018-02465 pertains to the second cre pro wg dilation balloon and manufacturer report# 3005099803-2018-02466 pertains to the third cre pro wg dilation balloon. It was reported to boston scientific corporation that three cre pro wireguided dilation balloons were used in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked. The same event happened with the second and third balloon. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.